Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2010 and a drain was placed and a reservoir was connected. On (B)(6) 2010, the locking plate of the reservoir was too tight after the patient's fluid was disposed of. At this time, the drain and reservoir were removed from the patient's body. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.